Event description:
Healthcare professional reported, left side capsular contracture, baker grade ii-iii. And removal from textured to smooth, due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: anxiety-product/procedure: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, creases on the device. Observed, total separation on the plug strap assessed, as surgical damage. Yellow particles observed, on the surface of the shell. No further actions are required, since no manufacturing issue is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii-iii and removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and removal from textured to smooth due to the concerns of the product. Device remains implanted.